Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right common femoral vein due to burst fracture. Patient is alleging vena cava perforation. The patient further alleges ¿I started experiencing heart murmur in late 2018. I was told there was clotting around the filter. It has perforated my ivc. I also cannot keep weight on since the filter was implanted.¿ patient also notes limited physical activity and anxiety. Per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2017, ¿positive for caval perforation. Four prongs have perforated the ivc, series 2, image 40. Maximum distance prongs perforated 6 mm, series 2, image 40. Coronal images show 7-degree tilt right-to-left, series 601, image 64. Sagittal images show zero-degree tilt, series 602, image 83. Thrombus seen above and at the level of the ivc filter.¿

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device vena cava perforation. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated. Vena cava (vc) perforation, heart murmur, clotting, limited activity, anxiety and weight loss. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported heart murmur, limited activity, anxiety and weight loss are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2009". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.